Event description:
Rvtip to rvcoil lead impedance warning on (B)(6) 2022. (Low pacing impedance, 190 ohms when threshold was 200 ohms). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).